Manufacturer narrative:
Service performed significant troubleshooting. During that troubleshooting, service proactively cleaned replaced and calibrated multiple parts. However, the manifold valve and gasket were replaced and determined likely causes for the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed imprecision (false positive results) while using the alinity I toxo igg assay. The following examples were provided. Sid (B)(6): tested on (B)(6) 2021 with a result of 12.3 iu/ml (reactive) repeat testing 10 times on the same day generated results of 0.1; 2.6; 1.4; 0.9; 0.4; 0.2; 0.1; 1; 1.7; and 0.3 iu/ml (grayzone and nonreactive). Sid (B)(6): tested 3 times on (B)(6) 2021 with results of 1.1 (nonreactive), 16.8 (reactive) and 0.1 (nonreactive) iu/ml. The nonreactive values were confirmed by testing using alternate methods. Service performed troubleshooting on the alinity I processing module on (B)(6) 2021 and retested both samples. Sid (B)(6): between 0.1 and 0.4 iu/ml (nonreactive). Sid (B)(6): between 0.1 and 1.4 iu/ml (nonreactive). No adverse impact to patient management was reported.